Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va1fzwa) revealed that the conductor(s) was/were broken in the distal end of the lead. Continuation of d10: product ID 3889-28 lot# va1fzwa implanted: (B)(6)2018 explanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having some issues since last week, and they are not sure if their battery was dead of not. Patient wanted to know how to check the battery level of their implant. Agent reviewed that if the patient could connect to their stimulation then their implant was still functioning. Patient said they were able to connect to their implant with their programmer and stim was at 0.9ma. Agent reviewed that patient could consider increasing stimulation. Patient will continue to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider. They indicated on the return paperwork the reason for return was diminished efficacy and high impedance.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.